Manufacturer narrative:
Additional information: the returned driver was evaluated. The tip was found to be twisted in a manner consistent with screw installation. The device hardness was found to meet drawing specifications. The cause cannot be determined since details surrounding how the device the was being used when the twisting occurred are not available. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the shaft of a probe was found twisted during a routine inspection. There were no surgical or patient impacts associated with this event.